Event description:
Boston scientific crm received information that this right ventricular (rv) exhibited loss of capture (loc). The patient' was noted with an increase in thresholds due to a recent change in medication. The outputs were increased to observe the appropriate safety margin. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.